Manufacturer narrative:
One sample device was returned. The pump was received empty. A baxa repeater pump was used to refill the pump to nominal volume with 400ml of 0.9% saline. The pump was allowed to equilibrate for 4- hours. Flow accuracy testing was performed on the pump. After 1.5-hour of testing the pump yielded a flow rate of 151.29ml/hr which is below specification with a +/-15% tolerance. Pressure pot test was performed on the flow control tubing with the tubing detached from the pump. The tubing was connected to a pressure transducer using 8.04 psi. After 10 minutes of testing the flow control tubing yielded a flow rate of 0.43ml/hr which is below specification with a +/-15% tolerance. The filter was removed from the tubing and pressure pot testing performed a second time. After 10 minutes the tubing yielded a flow rate of 180.91ml/hr the investigation summary concluded that a fast flow was not observed. A slow flow was observed. Flow accuracy testing was performed and was below specification. The first pressure pot test on the flow control tubing was performed and was also below specification with a +/-15% tolerance. After removing the filter from the tubing pressure pot testing was performed a second time and passed with a +/-15% tolerance. All information reasonably known as of 4-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved is reported to be available but has not been returned. The device history record for the reported lot number, 0202390338, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint com-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Kifill volume: 400 ml. Flow rate: 200 ml/hr. Procedure: unknown. Cathplace: unknown. Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 2026095-2017-00104 for the second report. For the first event it was reported from (B)(6) that the device infused in 30 minutes instead of 1 hour. The device was used in a room temperature environment.

Manufacturer narrative:
All information reasonably known as of 22-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).